Event description:
The pt reportedly hit his head at implant site and subsequently experienced lost sound. No inflammation or redness was observed. Testing of the device showed open impedances on all electrodes. Surgery to explant the pt's device has been scheduled.